Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2010 was to treat three lesions. A 3.5 x 28 mm xience v stent was implanted in the proximal right coronary artery. A 3.0 x 23 mm xience v stent was implanted in the mid left anterior descending artery and a non-abbott stent was implanted in the left main artery. On (B)(6) 2010 follow-up angiography was performed and no symptoms were noted. The patient was compliant with dual antiplatelet therapy (dapt). On (B)(6) 2014 the patient presented with angina. It is unknown if treatment was performed. On (B)(6) 2015 follow-up angiography was performed and no symptoms were noted. Dapt had been stopped on (B)(6) 2010. On (B)(6) 2015 the patient expired. The cause of death is unknown. No additional information was provided.